Event description:
The device was applied during a laparoscopic hernia procedure. Reportedly, the needle broke. The surgeon applied manual suture to complete the procedure. The hosp has reported that no pt injury occurred.